Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic evaluation of returned suspect device finds the adjustment screw was inspected and there was no damage to the threads. The medtronic representative was able to adjust the screw through the entire range without issue. Also, the head is not rounded and the driver fits tight in the hex head. There are tool marks on the outer part of the head of the screw. Not able to duplicate the reported issues. However, it was found that the adjustable jaw is out of alignment and is bent to one side. Deformation of the jaw directly caused the event.

Event description:
A medtronic representative reported that, while in a spine procedure, an open spine clamp screw was damaged. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.